Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced intracranial bleeding and expired on (B)(6) 2015. It was reported that the patient¿s expiration was not device or device therapy related. The patient¿s inr was 12 at the time of the event and the device was functioning as expected. It was reported that there was no clear explanation for why the patient's inr was elevated. The patient was usually compliant with her medication and her inr was managed weekly. It was reported that there had not been a spike in her inr prior to her feeling ill. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Approximate age of device - 1 year 3 months. A correlation between the device and the reported intracranial bleeding could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.